Event description:
New information on (B)(6) 2015 indicates the lead continued to exhibit noise with constant electrical values. The lead would continue to be monitored. The patients medical condition was good.

Event description:
New information indicates the lead continues to exhibit noise. Noise was reproducible with pocket manipulation. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The patient was in good medical condition and the patient would be monitored.